Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of full battery depletion, a disconnection of both power leads from external power, and atypical low voltage/no external powers, were all confirmed via the provided log file. The log file contained data spanning approximately 2 days ((B)(6) 2022¿ (B)(6) 2022 per timestamp) plus an unknown amount of time, as the controller¿s clock was not synced throughout approximately half of the data. Throughout data recorded from (B)(6) 2022¿ (B)(6) 2022, the patient¿s voltage values were observed to drop in one cable when the other cable was disconnected, resulting in atypical low voltage, power cable disconnect, and no external power alarms even when one cable was still connected to external power. A no external power alarm was also observed on (B)(6) 2022 at 7:18; this alarm appeared to have been caused by disconnections of both power cables from external power. The patient was observed to be connecting and disconnecting from battery power several times for approximately ~2 minutes, clearing and reactivating the alarm. The alarm resolved at 7:20 when the patient connected to battery power. The patient¿s batteries at 7:20 on this date were observed to not have been fully charged. A low voltage advisory alarm became active approximately 4 hours later at 21:00 due to extended use of the batteries. This alarm transitioned into a hazard alarm at 22:59, then into a no external power alarm at 23:05, indicating that the 14-volt batteries had been depleted. The system operated on backup battery power until (B)(6) 2022 at 00:57; the pump was observed to have stopped at this time, indicating that the backup battery had been depleted. The controller was observed to have been reset sometime after 00:59. After the controller had been reset, its timestamp was reset to the default of 01jan2000 due to the pump stop. The pump maintained speeds above the lsl throughout the remainder of the data, and no other notable events were observed. The system controller was not returned for analysis. The root causes of the batteries becoming depleted and the atypical alarms were unable to be conclusively determined through this analysis. The root cause of the observed no external power alarm on (B)(6) 2022 at 7:18 appeared to have been user error in disconnecting both power cables from external power. Review of the device history record for the system controller showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low voltage, power cable disconnect, and no external power conditions. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been connected to dead batteries which caused the pump to stop. Interrogation of the system controller found that the clock was not set. The pump had stopped after no external power alarms. Review of the patient's log files showed low voltage and no external power events on (B)(6) 2022 at 22:20 and 22:21 while on the mobile power unit (mpu). The mobile power unit had lost power causing the system controller to be powered by the emergency backup battery (ebb) until power was restored to the mpu. No external power events were also seen on (B)(6) 2022 at 7:18 until 7:19. On (B)(6) 2022 at 21:00 there were low voltage advisory events which progressed into low voltage hazards. The low voltage hazards continued until 23:05 when "no external powers" were seen. Both power cables were disconnected, and the controller was powered by the ebb. The ebb supported the left ventricular assist device (lvad) at the low-speed limit of 5400 rpm until the ebb fully depleted at 00:57 on (B)(6) 2022 which reset the controller clock to 01jan2000. Battery power was eventually restored and the lvad restarted with "controller clock corrupt" events which continued for the remainder of the log. It appeared the lvad was functioning as intended following the pemp stop.